Event description:
The customer reported that the hemoglobin a1c recovery for qc and patient samples on her cobas c501 analyzer had been 15% higher than another cobas c501 analyzer since (B)(6) 2016. The specific number of patient samples involved was requested, but the customer was not sure of the number. The customer also stated they had recent complaints from physicians about patients with high hemoglobin a1c results but normal glucose results. The customer provided an example of a patient with a hemoglobin a1c result of 6.2% which had a glucose of 86. The unit of measure for glucose was not provided. Erroneous results were reported outside of the laboratory. The customer believed the results from the other analyzer to be correct. The customer indicated that there was no treatment by a medical professional or layperson given. There was no adverse event. The reagent lot number was 62074101 with an expiration date of 04/30/2017. The customer recalibrated the assay, changed the calibrator material, and replaced the reagent cassette. The field service representative found there was a sampling issue and he replaced the sample probe, the main pump, and the rinse nozzles. He ran calibration and qc with results within specifications.

Manufacturer narrative:
Further investigation could not identify a specific root cause as the exchanged parts all could have had have an impact on the issue. The customer confirmed that the analyzer is working properly after the service visit and no further issues were noted.